Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unresponsive keypad due to blank display. Also, received with serial number label missing, corroded battery tube and moisture damage on the motor and force sensor. .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call hat the keypad was unresponsive. The customer's blood glucose level was 228 mg/dl. The customer stated that the insulin pump was not working and on opening up the battery compartment she saw the metal rusted. The customer reported that the insulin pump was exposed to salt water. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.